Event description:
It was reported that during an esophageal dilation procedure, catheter damage was noticed. The physician attempted to advance a cre 18-20 mm 8 cm f/g balloon dilation catheter through a scope to treat an unspecified esophageal stricture but the tip of the catheter was bent and would not go through the scope. The "ridge" appeared "defective". The catheter was also noticed to be "crimped". The procedure was complete with another of the same device. There were no pt complications reported with the pt's current condition listed as "fine".